Event description:
The pt reportedly has experienced long term intermittencies and shock sensations with his internal device. External equipment has been exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.